Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? How was the anastomosis created? Were other stapling devices or sutures used? If so, please explain. Were there any difficulties experienced with the device in the initial surgical procedure? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Was there any evidence of tissue ischemia at reoperation? Were there any other contributing factors to the leak to include patient tissue condition? How was the leak repaired? What is the current status of the patient?

Event description:
It was reported that the patient had a transverse colectomy to create a side by side anastomosis. Six days, post op, the patient returned to have another procedure. No further details are known at this time.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Surgeon was performing a colon resection how was the anastomosis created? Side to side were other stapling devices or sutures used? If so, please explain. Unknown were there any difficulties experienced with the device in the initial surgical procedure? Unknown how was leak identified? Post operatively the patient became ill and under a diagnostic laparoscopy identified a leak at the anastomosis. What was observed at the site of the leak upon reoperation? A small hole of unknown size. Were there any issues noted with staple formation at any point throughout the care of the patient? Unknown was there any evidence of tissue ischemia at reoperation? Unknown were there any other contributing factors to the leak to include patient tissue condition? None noted how was the leak repaired? Suture what is the current status of the patient? Unknown.